Event description:
It was reported that the pt experienced a decrease in performance. The surgeon reported that the pt's device was explanted due to device electrode extrusion. The pt was reimplanted with another advanced bionics cochlear implant.